Event description:
A customer reported experiencing a repeated alarm indicating an occlusion issue with their insulin pump. Despite these alerts, the customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. To address the occlusion, the customer performed an air bubble test and changed the infusion set to continue insulin delivery. Technical support conducted additional troubleshooting and recommended a replacement pump to resolve the ongoing issue.